Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: cholecistectomy. Event description: before starting surgery, the nurses always check that the applicator is working properly by firing the first clip on the table. In this case, they activated the applicator, but the clips were jammed and wouldn't release. It has not been used on the patient because the nurse checked it before use and the clips got stuck. They opened another applicator that also failed, and then they opened a third applicator that worked fine. The supervisor also told me that she later tested it herself in her office and some clips flew off. The doctor told me that some clips came out already closed, and even one stapled on top of another. All of this happened on the table, not on the patient. Additional information received from applied medical representative via email on 24feb26: no clip loaded into the jaws. They didn't use trocars; they check it first on the nurse's table. The incident was initially observed when attempting to load the first clip, and it occurred again; it occurred every time they tested it, but never on the patient, always on the table. No, they fell or were launched into the air. No clip loaded into the jaws prior to the instrument¿s insertion/removal through the trocar. No loaded clip manually removed from the jaws. They've fired a couple of times. There was resistance. Additional information received from applied medical representative via email on 24feb26: the photos most similar to what is happening to them are [photo] a and [photo] b. Applied medical supplied the customer with photos and asked the customer to identify which malfunctions they experienced. Intervention: they opened another applicator that also failed, and then they opened a third applicator that worked fine. Patient status: na.